Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 500 mg/dl, 422 mg/dl, 337 mg/dl and after treating with a shot of injection the value was 237 mg/dl. The infusion set was leaking where she had inserted it. Customer was unable to troubleshoot as the call was dropped. It is unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.